Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t8-l5 to treat a burst fracture. Sometime post-op it was reported that the upper adjacent vertebrae collapsed and a revision surgery was performed to extend the construct. Sometime post-op the patient experienced pain which was attributed to loosening of the pedicle screw. The patient underwent a second revision surgery to remove and replace the screw. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterior spinal fusion at t8-l5 to treat a burst fracture at l1. Sometime post-op it was reported that the upper adjacent vertebrae collapsed and a revision surgery was performed to extend the construct. Sometime post-op the patient experienced pain which was attributed to loosening of the pedicle screw at t10, l3, l4 and l5. The patient also presented with an infection and a collapsed t10 vertebra. The patient underwent a second revision surgery to remove and replace the screws. Pedicle screws at th10, l3, l4 and l5 were removed and irrigation was performed. No additional patient complications were reported.